Event description:
The pt called alleging segments was missing on the lfs meter. The pt does not recall the readings on his meter. He visited his cde and she contacted lfs about the issue. Ccr was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.